Event description:
It was reported that the following power-pro stretcher has a broken outer base tube weldment; it is the lock down side. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Other: outer base tube weldment.